Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. Furthermore, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Depuy synthes has been informed that the lot number is not available.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The affiliate reported via email surgery performed at (B)(6) on (B)(6) 2017. The patient used 2 fastin anchors. The first anchor was placed until the second laser mark, previously indicated. The handle removal was difficulty, the anchor was left inside and the sutures of high resistance were released. I suggested him to remove it with the same handle, but he decided to leave it and started to place the second anchor, performing the same procedure. Again, it was difficult to remove the handle. But once placed the anchor, the sutures are not released and looks good. Additional information received via email from the affiliate on 6-12-17: our sales rep informed that there was no adverse event / consequences to the patient. Type of procedure was rotator cuff rupture. The sutures were cut from the anchor, when it was already impacted on the bone. Both sutures were cut. The first anchor is still implanted. The lot number on this device is lot number 252321 there was a delay of around 30 min.